Event description:
Event description guidant received information that this ventricular fineline ez lead was exhibiting some performance issues. Impedances were low, thresholds high, with inadequate r-waves. Loss of capture was also noted. X-rays did not show any obvious problem.the physician stated he is sure the problems are due to the patient condition of exit block. The lead was successfully repositioned and remains actively implanted.